Event description:
The event is reported as: "complaint alleges that the circuit melted during use on a trach pt. Complaint states that the circuit had bunched wires at the end of the hose. Circuit was being used with neptune heater when alleged incident occurred." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.